Event description:
New admission to the nicu. New jollypop pacifier open for babe upon admission. Small piece of plastic off pacifier noticed inside the baby's mouth by baby's caregiver. Plastic piece ~ 2cm in length. Upon examination of the edge of the pacifier there is not a smooth edge, not rough to hurt to the baby, but unclean "cut" of the plastic. The piece of flimsy and thin plastic was removed from the infant's mouth without incidence. Manufacturer response for pacifier, (brand not provided) (per site reporter). The manufacturer has requested more information in addition to wanting the item returned. Offer to replace box of pacifiers and has issued a patient complaint on their end. The first question asked was if the infant was ok.